Manufacturer narrative:
All of the buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. The customer stated that the pump alarmed button error while giving a bolus. The customer stated that they were unable to press the act button to complete the bolus. The customer was advised that there may be an intermittent button problem. The customer stated that the pump has not been dropped or bumped. The customer will be sent a replacement pump.